Event description:
It was reported that during an unk procedure, misfire-it did not fire nor clamp tissue. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument locked out was functional. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument locked out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.